Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The patient also has a micra pacemaker. And, the smartpass feature had programmed itself off due to the low amplitudes. There were no additional adverse patient effects. The system remains implanted.